Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The catheter tip was separated from the body tubing at the fuse zone. An additional seven devices from the same lot were inspected and tested. The inspected and tested units exceeded the minimum tensile specifications even though visual inspection of 3 units showed evidence of stress after aggressive flexing. Merit is unable to reproduce the failure of the tip detaching from the body tubing. Unable to determine a root cause of the reported failure. Devices met specifications. No conclusion can be drawn. Evaluation method: the device history record was reviewed, complaint database was reviewed. Results: unable to determine a root cause of the reported failure.

Event description:
In preparation for an ivc filter placement, the customer reported that the hook shape of the catheter detached from the body of the catheter when they attempted to finger straighten it to introduce it on the back of a guidewire. The clinician did not use the tip straightener provided with the catheter. No harm or injury was reported.